Manufacturer narrative:
(B)(4). The device was discarded by the account and will no longer be returning.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic cysto prostatectomy the inner black seal of the trocar fell out and into the patient. The black seal was retrieved from the patient. A second like device was used to complete the procedure. There were no patient consequences reported. It isn't known if the black seal will be returned with the device.